Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a sudden loss of hearing performance. However, despite requested neither in situ measurements nor further information has been received. Re-implantation is considered but no date has been scheduled yet.

Event description:
On 25-jun-2024 the user presented to the clinic with the complaint that he suddenly stopped responding to sounds. There are no reports of any accident or trauma, no high fever or redness or swelling at the implant site. No other medical problems have been reported. The external device has been checked and is functioning properly. The external device has been replaced and the user is still unable to hear sound. Re-implantation is being considered but no date has been set.

Event description:
On (B)(6) 2024 the user presented to the clinic with the complaint that he suddenly stopped responding to sounds. There are no reports of any accident or trauma, no high fever or redness or swelling at the implant site. No other medical problems have been reported. The user was explanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a sudden loss of hearing. Device investigation revealed damage to the device caused by device minute mobility and excessive mechanical stress. A contribution to the lack of benefit can neither be confirmed nor ruled out. However, in situ measurements before explantation showed the device working within specification. Therefore, the unsatisfactory hearing perception seems to be device unrelated. Apart from the mechanical damages the device works within specification. This is a final report.

Event description:
On 25-jun-2024 the user presented to the clinic with the complaint that he suddenly stopped responding to sounds. There are no reports of any accident or trauma, no high fever or redness or swelling at the implant site. No other medical problems have been reported. The external device has been checked and is functioning properly. The external device has been replaced and the user is still unable to hear sound. Re-implantation is being considered but no date has been set.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.